Event description:
It was reported that during installation of a new device performed by getinge , the cardiosave intra-aortic balloon pump (iabp) had a safety disk failure. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a safety disk failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. Additional information: 95503. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the safety disk, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.